Event description:
It was reported that this left ventricular (lv) lead exhibited a greater than thirty percent fluctuation in pacing impedance measurements over the past year. Measurements ranged from 1,150 ohms to 1,828 ohms. Additional information was later received that this lv lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Review of the presenting electrogram (egm) showed appropriate function with some variability in morphology that was suspected to be related to possible fusion/ectopy. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.